Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that when passing the defibrillator test (both connected and disconnected to power), it says "incorrect operation test", incorrect power selector. It does not detect paddles for defibrillation. It shows a light signal on the screen (a shot), and every half minute it beeps. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The available details indicate that the device did not detect the defibrillation paddles. It displayed a cross on the screen, emitted a beep every half minute, and showed an incorrect operational test. A quotation was requested by the third-party biomedical company, and it has been sent. However, the device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, we were unable to determine the cause of the reported problem. The reported problem is not confirmed.